Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service alarm issue (069). There was alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the first ¿rewind¿ attempt/during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation duplicated the complaint. Unrelated to the original complaint, the display was noted to be dim and discolored and the keypad was found to be torn over the up arrow button. On testing, all keypad buttons had normal response. Additionally, the bolus button was found to be torn, but responded appropriately when tested.